Manufacturer narrative:
(B)(4). The reported field event of inappropriate shock due to post-paced t-wave oversensing was confirmed in the laboratory via review of the device programmer printouts. The device was tested on the bench and no anomalies were found. The cause of the reported oversensing could not be determined.

Event description:
It was reported that patient received multiple inappropriate shocks due to t-wave oversensing. Both the device and lead were replaced. The patient was fine after the procedure.